Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified that the direction of flow labels were missing from the device which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "door shims" which was observed during evaluation. The direction of flow label/shim was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's door shim was found missing during standard preventative maintenance. There was no patient involvement. No additional information is available.